Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate in the first fire, the hilt of the device was softer than normal, making two fires only. It was unknown how the case was completed. There was no consequence to the pt.